Event description:
Device malfunction: stent dislodgement. Time of malfunction: during procedure. Symptoms/ae: surgical removal of stent. It was reported that during the procedure the device was advanced up and over the iliac bifurcation on the contralateral side through a 6 fr sheath. The vessel was tight and heavily calcified and the physician was unable to deploy the stent. The physician began to pull the device back into the sheath at which point the stent was stripped off the balloon. Half of the stent remained in the sheath and the remaining half outside of the sheath. When the was removed from the patient, the stent had come completely out of the sheath and remained in the patient. The stent was surgically extracted from the patient successfully and a non-abbott stent was deployed without issue. No additional information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.